Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. An as-received simulated treatment was initiated and completed without failures. The cycler weighed fill volume values were within tolerance and the fill times were within specifications. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a go/ no go gauge check. The unknown alarm was determined to be a scale reading error warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient initially called in to report difficulties draining and three alarms he received during the previous night¿s treatment. The patient didn¿t recall the messages on the alarms but indicated one mentioned ¿heater¿, the second indicated ¿blockage¿, and the last alarm was unknown. The patient indicated they cancelled treatment and drained manually. A review of the patient¿s treatment records identified that the patient drained 4208 ml during drain 2 of the treatment. This drain volume is 210% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled to be returned. Upon follow up with the patient¿s pdrn, it was reported that the patient did complete treatment with the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient¿s pd orders are 5 exchanges of 2000 ml, 1 last fill, on continuous cycling peritoneal dialysis (ccpd), and has been on pd since 2017. Patient uses pd solution strengths of 1.5% and 2.5%. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The pdrn is unsure if the reported cycler was returned yet. A physical evaluation of the reported cycler will be performed by the manufacturer once it is received.